Event description:
It was reported by service report that the sensor coil cable was cut by the foot-end cover. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged sensor coil cable.